Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the available egms support the fact that the device delivered a hv shock that resulted in a return to sinus. Subsequently the patient's rhythm deteriorated to an agonal rhythm for which further appropriately delivered therapy did not convert. At this point the physician believes the patient has passed since they had missed his appointment and calls to the home were not returned. The physician did not suspect any failure of the device.

Manufacturer narrative:
A connector portion of a partial lead was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.